Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not yet been returned for physical evaluation. Technical support analyzed the log files. There are no signs for a technical problem. No insufficient o2 alarms are visible. The o2 cells are probably depleted. The filters are maybe stuck as "temperature of blower high" alarm was visible.

Event description:
The customer reported that the bellavista ventilator has problems with o2 delivery and that the turbines are heating. Sometimes it's not possible to send peep and ventilate. As of this time, there is no information regarding patient involvement or any associated patient harm.